Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.